Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that interrogation of the pacemaker revealed multiple stored electrograms showing noise on the right ventricular lead. The noise could not be reproduced with upper extremity isometrics. It appeared that the noise was oversensed and intermittently inhibited pacing. Additionally, there was a sudden drop in pacing impedance to an out of range value on the right ventricular lead as well. The lead was capped and replaced on (B)(6) 2020. The patient was asymptomatic and in stable condition.